Event description:
It was reported that stent migration occurred. Vascular access was obtain via the femoral artery. The 70% stenosed 8mmx6mm concentric, de novo target lesion was located in the severely tortuous brachiocephalic vein. A 12x60x120 epic stent deployed. However, it was noted that stent migrated proximal to the lesion. There was difficulty removing the device from the stent. The procedure was completed with a different device. There were no patient complications reported and the patient was stable and under observation.